Event description:
It was reported by the patient's mother that the patient experienced an increase in heart rate that the mother felt was due to vns or anxiety. No additional relevant information has been received to date.